Manufacturer narrative:
(B)(6). One (1) actual sample was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Underwater pressure testing was performed and there were no abnormalities observed. The returned device was found to be conforming product. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice automated pd set w/cassette was leaking from the patient line. The leak from an unspecified location on the patient line occurring during priming for peritoneal dialysis (pd) therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.